Manufacturer narrative:
During a review of the database provided, many "sample failed to aspirate" errors were observed. The customer used a centrifugation speed of 3800 rpm for 10 minutes. Based on the type of sample tube the customer uses the centrifugation speed should be 2200 g for 15 minutes at 20°c as well as 1800 g for 10 minutes at 20°c. The investigation determined the event was due to a pre-analytical sample handling issue at the customer site.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for gamma-glutamyltransferase ver.2 (ggt-2) on a cobas c 111 analyzer. "Patient 3" initial result was 0.75 ukat/l. The repeat results were 0.29 ukat/l and 0.23 ukat/l. On (B)(6) 2021 "patient 1" initial result was 1.08 ukat/l. The repeat results were 0.33 ukat/l and 0.28 ukat/l. No questionable results were reported outside of the laboratory. The ggt-2 reagent lot number was 57220401 with an expiration date of 31-may-2022.

Manufacturer narrative:
The customer stated calibration and qc were acceptable. On 29-nov-2021 the field service engineer (fse) performed preventive maintenance. The investigation is ongoing.